Event description:
This lv lead had high thresholds. The physician tried to explant it on (B)(6) 2017 but was having difficulty with the extraction, so the patient was brought in the next day for extraction and to have a new ICD implanted as well. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.